Event description:
It was reported to philips that the system was not booting up the device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start-up. Upon troubleshooting fse found that ip pc and host pc were faulty. To resolve this problem, fse replaced the host pc and ippc. The defective host pc and ippc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.